Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower aux, unable to issue controlled substance on cabinet. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: UDI and manufacturer date not available upon investigation of the actual device used in this incident, it was determined that the cabinet was unable to issue the controlled substance. A technical support specialist (tss) found that high-level narcotics must be added via the patient profile medication method, as users are currently only able to add general/emergency non-profile items. The tss contacted the pharmacy and informed that all high levels narcotics required to be added via patient profile from the pharmacy and the client profile indicates that all nurses should have gn access, and users would need to update this setting individually. The system functioned as intended after the technical support specialist troubleshot the device.